Manufacturer narrative:
Journal article details: title: aortic remodeling in type b aortic dissection after thoracic endovascular aortic repair with an aortic extender cuff implantation authors: honggang zhang, tong qiao clinical interventions in aging, 2018: 13 2359-2366 doi: http://dx.doi.org/10.2147/cia.s179526. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant stent graft systems were implanted in a patient group for the endovascular repair of type b aortic dissections. Endurant aortic extension cuffs were also implanted distally in some cases, with no oversizing. The cuffs were placed first in the target position, to provide 30-40 mm overlap with the main stent grafts. The size of the main stent graft was chosen according to the measurements of the proximal non-dissected aorta, with an oversizing of 0¿15%. The following malfunctions were observed in the patient group: unknown endoleak cuff distortion endograft compression false lumen perfusion.